Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively on a face lift procedure, the suture did not absorb as expected that caused redness and swelling with puss. The patient had to return to the hospital and needed to be treated with antibiotics and some were given hydrocortisone cream to help.